Manufacturer narrative:
For this case the customer did not respond regarding further information or the return of the product and therefore no testing can be carried out at this stage. An automated system sends out two follow-up messages so that the customer is reminded to respond. In this instant the customer care expert (cce) also sent an additional follow-up email to the customer and no response was received. Therefore, it cannot be definitively concluded that the pump malfunctioned and therefore caused cracked nipples. If any information is received from the customer, which supports the investigation, a follow up report will be sent.

Event description:
Customer reported on 08 nov 2023 from us alleged cracking nipples due to pumping. Customer has not confirmed whether or not medical treatment was required.